Event description:
It was reported that the system 6800's power cord became disconnected from the plug. This presents a main hazard of delay in patient care but also varying degrees of a shock hazard with varying degree of disconnection. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The system was tested and found to be working as intended and placed back into service.